Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot#serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced multiple device-related issues. The handset and communicator failed to connect, resulting in "not found" and "no device response" messages when accessing the mystim application. The therapy intermittently shut off, causing the patient to not feel the stimulation and experience a return of pain. The patient had reported that the device showed a 50% charge during charging, despite never dropping below 60%. Troubleshooting steps included resetting the communicator, closing all apps, and attempting to reconnect multiple times. The patient was advised to meet with their representative for further troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2. Serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced multiple device-related issues. The handset and communicator failed to connect, resulting in "not found" and "no device response" messages when accessing the mystim application. The therapy intermittently shut off, causing the patient to not feel the stimulation and experience a return of pain. The patient had reported that the device showed a 50% charge during charging, despite never dropping below 60%. Troubleshooting steps included resetting the communicator, closing all apps, and attempting to reconnect multiple times. The patient was advised to meet with their representative for further troubleshooting. The pt reported that not found communicator is continuing to appear and they "cannot connect to anything." The pt stated they tried 20 times before the communicator connected. Agent had patient attempt to connect through app; patient reported not found communicator. Agent had patient close all apps and reset communicator; patient successfully connected to the implant and confirmed both communicator and implant were at 100% and handset was at 99%. Agent reviewed communicator sleep mode and advised patient to monitor and call back if issue persists. No symptoms were reported. Issue was resolved.